Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer. Product ID: 8835, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at unknown dosage) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the logs show corresponding 88 and 89 messages on (B)(6) 2018 and (B)(6) 2018. The patient alleged that the personal therapy manager (ptm) gave her a bolus she didn't ask for on (B)(6) 2018 at 22:49. No patient symptoms were reported. No further complications were reported.